Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13025. It was reported the patient experienced heating and redness at her ipg site while charging the scs system. The patient stated it took 6 to 8 hours to charge the battery. Charging guidelines were reviewed. Follow-up information identified the patient received a new charger. The patient stated she was having problems communicating with the new charger. Recommendations for charging reviewed. The patient did state the heating issue was better. Patient to follow-up with sjm rep if she has further issues.